Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during post-use inspection the cardiosave intra-aortic balloon pump(iabp) pim leak test failed. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The fse that encountered the issue stated that the leak value of the safety disk indicated -11 to -16 in the pim leak test. The fse replaced the safety disk (0202-00-0140). All functional and safety tests were performed to meet factory specifications. The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of the pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails membrane leak test with differential pressure at 6mmhg. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. Root cause 1 - other the current safety disk design allows for creep. Factors that may contribute to creep include: the specified torque on the fasteners (6 bolts) is applying too much stress on the diaphragm membrane. The helical washers installed along with the 6 fasteners (bolts) are enlarging the creep by maintaining stress on the diaphragm membrane as it deforms. The non-uniform deflection of the plastic safety disk housing at the fastener locations is applying too much stress on the diaphragm membrane. Root cause 2 ¿ other. 0002-06-6833-02 cardiosave product specification, rev r, does not comprehensively define the essential performance parameters of the cardiosave.

Event description:
N/a.